Event description:
The pt underwent surgery for the implant of a permanent scs system. The procedure was abandoned as the physician was unable to implant the lead into the epidural space. It was reported the issue was unrelated to the device or the pt's anatomy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.